Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure which was got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that system does not do x-ray. Upon functional testing, fse found that intermittent no x-ray. Review of the system log file showed no x-ray. The fse performed the lateral generator settings and calibrations. User restarted the system. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.